Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead confirmed with x-ray imaging. This resulted in inadequate high voltage output, and high capture thresholds. Additional examination noted failed anti tachycardia pacing due to incorrect interpretation of signal. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.